Manufacturer narrative:
The t:slim x2 pump user guide states: if you start to program a bolus, but do not complete the request within 90 seconds, the incomplete bolus alert occurs. You are prompted to return to the bolus screen to complete the request. It also states to not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 245 mg/dl. To address the bg level, the customer delivered a correction bolus. Reportedly, the customer delivered a meal bolus first and attempted to deliver a correction bolus afterwards. Due to having approximately 4 units of insulin on board (iob- active insulin in the body), the pump calculated a bolus of 0.4 units. Tandem technical support educated the customer regarding the bolus features and calculations of the pump. Subsequently, due to taking too long to deliver the bolus, the customer received an incomplete bolus alert. Tandem technical support educated the customer in regards to this alert. During a follow-up call several hours later, the contact reported having misunderstood the iob and believed that the 20 unit bolus that had been delivered was going to take approximately four hours to deliver. Reportedly, the pump displayed 20.25 units of iob for 3.50 hours. Due to the misunderstanding and thinking that the bolus had not been delivered, the contact administered a manual injection of 20 units. At the time of the event, the customer's blood glucose level was in the high 400's (mg/dl). Recommendation was made to closely monitor bg level and consult with health care provider. Although requested by tandem technical support, the contact declined to perform troubleshooting.